Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a severely calcified coronary artery. A 2.50x32mm promus element plus stent was advanced but was unable to cross the lesion. During removal of the device, it was noted that a stent strut was deformed. The procedure was completed using a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. There were several rows stent struts on the distal and middle sections that were stretched and damaged. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were several kinks throughout the hypotube of the device. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a severely calcified coronary artery. A 2.50x32mm promus element¿ plus stent was advanced but was unable to cross the lesion. During removal of the device, it was noted that a stent strut was deformed. The procedure was completed using a different device. No patient complications were reported and the patient's status was stable.